Event description:
Fentanyl line was occluded but the IV pump did not alarm for an occlusion. Patient went without the medication infusion for more than 12 hours (assuming from when the bottle was stated to be hung). Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).